Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leak due to a loose tubing through pinch valve pv49 at the feed through fitting ff183. Pinch valve pv49 provides open path for vacuum and diluent to the backwash pump pm8. Pinch valve pv49 also provides an open vacuum path from probe wipe to the differential waste chamber vc7. The fse replaced the tubing to resolve the leak and verified repair per established procedures. Failure mode of the leak is attributed to the tubing through pinch valve pv49 which was loose at the fitting. (B)(4).

Event description:
The customer reported a leak inside the lh 500 hematology analyzer. The customer indicated that approximately 0.5 ml of fluid leaked and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, eye wear, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.